Event description:
Surface irregularities were observed between two and three months post tx. Patient used premarin cream and massage and later developed hypopigmentation in cheeks. Patient has been referred to another doctor for fat injections.